Event description:
It was observed that during the device inspection, the video system center exhibited both serial digital interface connectors on the rear panel were defective. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the phenomenon occurred due to the faulty serial digital interface terminal on the rear. Olympus will continue to monitor field performance for this device.